Event description:
It was reported that this inflatable penile prosthesis was no longer working. The patient was unable to inflate the device. All components were removed and replaced. No patient complications were reported.